Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that mold was present on the bd syringe luer-lok¿ tip. There was no report of patient impact. The following information was provided by the initial reporter: incident details: bd 20 ml lure-lok syringe has mold. Who was affected? No person affected. Unexpected or prolonged care? No. Frequency of problem: first time.

Event description:
It was reported that mold was present on the bd syringe luer-lok¿ tip. There was no report of patient impact. The following information was provided by the initial reporter: incident details: bd 20 ml lure-lok syringe has mold. Who was affected? No person affected unexpected or prolonged care? No frequency of problem: first time.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-10. H6: investigation summary it was reported a 20 ml luer lok syringe has mold. To aid in the investigation, two samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed. One sample has no defects or imperfections. The other sample has the plunger rod with the discoloration that is embedded degraded resin from the molding process. No other defects or imperfections were observed with this sample. The sample was sent to the laboratory to test for mold. The laboratory analysis report confirmed that there is no mold. The sample has embedded degraded resin. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 302830, lot number 1113410. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To mitigate the escapes of this defect, the frequency of inspections were increased. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 302830 and lot number 1113410. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that mold was present on the bd syringe luer-lok¿ tip. There was no report of patient impact. The following information was provided by the initial reporter: incident details: bd 20 ml lure-lok syringe has mold. Who was affected? No person affected. Unexpected or prolonged care? No. Frequency of problem: first time.